Event description:
Caller reported difficulty in pressing the quick bolus/wake button on the pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller on how to press the button properly and decided to replace the pump. The customer was informed about completing necessary training before using the replacement pump and was instructed to return the problematic pump using a provided return box and pre-paid label.